Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector sustained a medium shock and failed detector calibration. The device was in clinical use and there was no harm to patient or user. Remote service engineer (rse) connected with customer and customer informed that the detector was accidentally dropped behind a patient in a wheelchair, with the detector still in the holder. Mechanical shocks were recorded in the detector's shock log. The gain detector calibration tests failed but pixel calibration passed. There was no physical damage to the detector. Based on good faith effort (gfe) response, rse person confirmed with the customer that the issue had resolved on its own and that an onsite visit was no longer needed. The system was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector sustained a medium shock and failed detector calibration. The device was in clinical use and there was no patient or user harm. Additional information received that the issue has resolved by itself, and calibration passed.